Event description:
Adverse event: infection. Time of adverse event: five year after vessel closure. Device issue: none. It was reported that five years after arteriotomy closure of the femoral artery using the perclose a-t device. The pt presented to the physician's office with an ulceration at the groin site. The perclose a-t suture and the infected portion of the vessel were surgically removed and repaired. A silver nitrate dressing was applied, and the pt was placed on an unspecified oral antibiotic. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.